Event description:
It was reported that the lead was defective. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor was distorted, the stylet was bent and visual analysis noted that the lead was damaged at implant.